Manufacturer narrative:
The device was returned for analysis. The reported failure to advance and difficulty to remove could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. However, factors that could contribute to failure to advance (guide wire) include, but are not limited to, material damage, inadequate device preparation, interactions with other devices, product size selection and accessory product support. Difficulty to remove (guide wire) can be affected by numerous factors including, but not limited to, material damage, inadequate device preparation, interactions with other devices, product size selection and accessory product support. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience skypoint device is not currently commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during prep, a 3.5x48mm xience skypoint stent delivery system (sds) became stuck with an unspecified guide wire, and the lumen of the sds may have been unable to accommodate the guide wire. A same sized xience skypoint stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.